Manufacturer narrative:
There was no patient involvement. Therefore, the information is not applicable. This device is a component in the clearglide evh small ktv15 kit. The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device after cleaning. The incident occurred prior to reinsertion into the patient. Therefore, there was no patient involvement and no patient injury. The bipolar device is available for evaluation but has not been received by sorin group (B)(4), 2009. Upon receipt, a follow-up report will be filed when the evaluation is complete.

Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device after cleaning. The incident occurred prior to reinsertion into the patient. Therefore, there was no patient involvement and no patient injury.